Manufacturer narrative:
Evaluation summary: the product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) got stuck in a cartridge. Additional information was requested.

Manufacturer narrative:
A cartridge was returned with a qualified lens model stuck at the tip. Inadequate amount of viscoelastic was observed in the cartridge. The lens is misfolded, crushed, and a large portion of the optic is torn, protruding through a torn area at the cartridge posterior tip. The leading haptic extends outside the tip and is bent backward into the damaged lens inside the tip. The trailing haptic is extended in a straight position toward the loading area. The cartridge tip has extreme damage. Heavy stress lines are observed. The anterior of the tip is cracked beginning at the parting line. The posterior of the tip has an aneurysm that begins at the parting line and is torn midway of the tip. The tip shows evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted. The unknown viscoelastic could not be completely removed from the cartridge; therefore, the dye stain test results are inconclusive. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified intraocular lens (iol). Iol product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The lens was stuck and torn in the cartridge tip. The tip has extreme damage. The root cause for the complaint may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The unknown gel-like viscoelastic could not be completely removed from the cartridge; therefore the top coat dye stain results are inconclusive. The quality production manager indicated that it is evident that the cartridge was coated and that something outside of the manufacturing process is impacting the tip of the cartridge. The viscoelastic does not appear to be a qualified viscoelastic. No viscoelastic information was provided. Due to differing viscosities, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer indicated the use of a qualified lens. (B)(4).